Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had an air/water flow issue. No patient harm reported. During the evaluation of the device, it was noted the nozzle was clogged due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the nozzle was clogged due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. Stringy deposits were found during the incoming inspection whose origin could not be identified and removed and were clogging the nozzle without detrimental deformation of the hose of the nozzle. The bending section cover glue was worn out. The light guide rod lens was chipped. Switch one (1) button had wear and tear. Angulations were out of specification. Insulation resistance value was out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the cause could not be further determined. The user can detect the event properly by handling device in accordance with the following instructions for use (IFU): "operation manual_ preparation and inspection. Inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual_ inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function¿. There is a possibility that the user can reduce/prevent occurrence of the event by device handling in accordance with the following IFU: "reprocessing manual_ preparing the equipment for reprocessing all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. Function and inspection of the accessories for reprocessing. Channel cleaning brush (bw-20t)_ inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Channel-opening cleaning brush (mh-507)_inspection: check the bristles for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Single use combination cleaning brush (bw-412t). Check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. Caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged.¿ olympus will continue to monitor field performance for this device.